Manufacturer narrative:
The us IFU lists bleeding, extravasation and other access site complications as possible adverse events related to use of vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. The patient was described as being obese in appearance and had some calcification in the vessel. It was reported that the physician initially decided to use a different vascular closure device for closure which requires deployment prior to tavr. The physician deployed the first device with no issue. The physician attempted to deploy the second vascular closure device and it was not successful. The physician then made the decision to use manta. The physician attempted depth location multiple times and it was reported that he never recorded the same depth for any of the measurements. The physician also said he felt that there was never a time in the course of depth measurement that the bleeding completely stopped as he withdrew the depth locator. Following tavr the physician inserted the manta introducer and sheath, removed the introducer and began to remove the manta sheath to deployment depth prior to inserting the manta device. He was advised not to do so and re-inserted the introducer into the sheath to re-advance the introducer and sheath back into the arteriotomy. The introducer was removed leaving the sheath in patient. The manta device was advanced and locked into the sheath. When the sheath was pulled back to 7.5cm the artery began to bleed. Manual pressure was held and it was decided that the device should be pulled fully out of the patient and another manta system inserted to go through the deployment sequences again. When the manta was being withdrawn, it was noticed that the physician felt resistance and the toggle must have deployed despite the fact that the deployment lever was not rotated. The proctor recommended that the physician pull on the device and push the lock advancement tube to advance the lock and compact the collagen as the team felt the toggle may have been properly positioned inside the vessel. Once this was done partial hemostasis was achieved verified visually and via angiogram. The angiogram showed the lock significantly distant from the toggle. The physician proceeded to pull the sutures from deployment of the other vascular closure device and hemostasis was achieved once the knot was tightened. Hemostasis was verified through angiogram and no further intervention was necessary.

Manufacturer narrative:
The device was returned for investigation and was received by essential medical. The device was decontaminated then visually inspected. No non-conformities were identified. From the complainant report, the vessel contained calcification and the patient was obese. The IFU warns do not use if the patient has marked obesity. The physician originally had chosen to use a different vascular closure device, perclose. However, after several failures (miss cuffs- failure for the suture to catch the vessel wall) while attempting to complete perclose's pre-deployment steps, the physician switched to closure with manta. Due to previous dilation of the access site while using perclose, the user was unable to achieve an accurate puncture location reading. The us IFU states in the procedure requirements section, puncture location using the supplied depth locator must occur prior to step dilation of the vessel and before the large-bore procedure is performed. During manta deployment, the sheath was pulled back to 7.5cm and bleeding was present. The bleeding could indicate that the manta implant is no longer in the vessel. Manual pressure was applied. The us IFU warns, "do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device." It was decided the manta should be pulled out and a new device should be used. While manta was being removed, resistance was felt, and the toggle deployed even though the deployment lever was not rotated. It was recommended to complete the manta deployment steps- pull back on the device, advance the lock advancement tube to advance the lock and compact the collagen. Partial hemostasis was achieved and verified via angiogram. The angiogram showed the lock allegedly distant from the toggle. However, this could not be confirmed due to not receiving angiograms for review. Typically the toggle cannot be visualized during angiogram; therefore, it could likely only be concluded that the lock was far away from the vessel. A lock visualized distant form the vessel could be indicative of a tract deployment. Complete hemostasis was achieved once the perclose knot was tightened during the closure procedure and verified via post angiogram. The root cause of the toggle deploying prematurely is inconclusive; however, may have been caused during the holding of manual pressure during the withdraw of the manta device. Due to pre-mature toggle deployment and inaccurate puncture location, the manta was likely deployed in the tissue tract resulting in a partial failure to achieve hemostasis. The risk of failing to achieve hemostasis is written in the IFU. Risk documentation was reviewed and tract deployment is a known risk. The device history record (DHR) was reviewed and confirmed no non-conformities were identified related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.